Event description:
Healthcare professional reported "rupture." Record is for left side. Healthcare professional additionally reported left side capsular contracture, baker grade ii/iii and calcification within capsule. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, "rupture". Record is for left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture." Later healthcare professional reported "rupture" confirmed via MRI and "severe capsular contracture." Later healthcare professional reported capsular contracture baker grade "2-3." Record is for left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ calcification: observed white particles calcification-like in device outer surface. As per the investigation procedure creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4; b5; d6b; h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side capsular contracture, baker grade ii/iii and calcification within capsule. The device has been explanted and replaced.